Manufacturer narrative:
No device will be returned to olympus as the customer later reported issue was resolved by powering the processor off and on. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera elite ii video system center reportedly is getting an e333 ¿touch panel¿ error on the otv-s200. The customer problem occurred during procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the board or parts of the touch panel sensor being temporarily defective. Olympus will continue to monitor field performance for this device.